Manufacturer narrative:
Pump was received completed destroyed. Pump was received in pieces, a portion of the pump reservoir tube compartment and the display window, cut/flattened battery tube, a portion of the power connector board and the resilient cover. Missing the electronic assembly, motor assembly, force sensor and a majority of the pump case. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to completely destroyed pump.

Event description:
The customer reported via phone call that the insulin pump went through wood chipper and destroyed in pieces. The customer¿s blood glucose level was 107 mg/dl at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.